Manufacturer narrative:
For the investigation of the affected evita xl, produced in february 2003, the available information of the event and the log file of the device were analyzed. The ventilator was also inspected by a service technician on site. He was able to identify a defective power supply unit as the faulty component and replaced the part. The device was then checked according to the manufacturer's specifications and no more deviations could be detected. The device behaved as specified and alerted the failure high priority. In the event of a power supply failure, the evita behaved as follows: due to the collapse of the internal supply voltages, ventilation is stopped, the screen goes black and the emergency breathing device is automatically opened to allow the patient to breathe spontaneously. In this case, the evita alarms acoustically with a power failure alarm via the power failure horn for at least 2 minutes. The power failure horn is electrically supplied by gold caps independently of the power supply unit, so that the acoustic alarm is ensured even if the power supply unit is defective. During normal operation, the gold cap power supply to the horn is monitored. The failure rate of the power supply is very low and is accepted by the project team. The results of the investigation did not reveal any new risks that are not already included in the risk management.

Event description:
The user reported that the device was defective. After a loud bang, the device stopped with a continuous beep. A continuous beep sounded when the device was switched on. No patient health consequences were reported.

Manufacturer narrative:
Due to a technical issue with our internal emdr system we submitted for the form FDA 3500a an incorrect value for the field h3. - not returned to manufacturer.

Event description:
The user reported that the device was defective. After a loud bang, the device stopped with a continuous beep. A continuous beep sounded when the device was switched on. No patient health consequences were reported.